Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to stick, and not allow the collet the release the pin.

Event description:
It was reported that the device was not functioning during a procedure. The account had a back up on hand to complete the case with no allegation of adverse consequences.